Event description:
Blood glucose results of "297 mg/dl, 67mg/dl, and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The control solution was replaced.